Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, system auxiliary drawer 1.1 failed. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred when the user tried to issue medication to patient and caused the user to dispense the medication from another station which resulted in delay. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) identified that half height cubie drawer 1-1 on the auxiliary cabinet was failing cubie pockets with a read/write error message. The row board cable was reseated, and the retractor band was replaced. A final test was performed on the drawer using the hardware test application (hta), and the results were saved to the desktop. The drawer and cubie pockets are now functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.